Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure cardiac tamponade was confirmed (unknown how the effusion was noticed and confirmed). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s condition improved. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event was not provided. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a safesept transseptal guidewire. Ablation was performed prior to the adverse event was discovered, no effusion was observed on intracardiac echo (ice) post transseptal puncture and post-procedure. There was no evidence of steam pop during the ablation. The flow was within recommended settings for stsf, 15ml/min of flow for high power. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 3 sec, fot 25% at 3 g. No additional filters were used. Surpoint index was used prospectively as color option.